Manufacturer narrative:
The device and electronic file are being evaluated by philips. This investigation remains open. A follow-up report will be submitted after philips obtains more info about this event.

Event description:
It was reported that this customer had a question about the co2 values generated during a pt event. The involved pt died from a traumatic head injury, but the device was not a factor in the pt outcome as reported by the customer. There was no allegation of failure related to any delivery of therapy.